Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: opening, opening crack, crease fold, wear abrasion, white particles inside of the device. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, opening striate on radius side. Based on the device analysis the final assessment is: a striate opening on radius assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.